Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that a few weeks ago the patient had an adverse reaction to the dilaudid (hydromorphone) in the pump. The patient¿s feet and legs swelled. The reaction had resolved on (B)(6) 2014. The drug was removed from the pump and the patient went through withdrawal for a week before a new solution was added to the pump. The patient was having an MRI to rule out granuloma. The system was currently being used to deliver fentanyl and bupivacaine.